Manufacturer narrative:
Carefusion complaint number: (B)(4). Should additional information be received then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the reported issue that the screen was blank. The fsr evaluated the device and determined that the front panel and main board needed to be replaced. The fsr replaced both components and resolved the reported issue. The device is now working appropriately to service specifications. The suspect components have been shipped back to carefusion's failure analysis lab for further testing and once that is complete, a supplemental report will be submitted.

Event description:
The customer stated the touchscreen on this vela ventilator is unresponsive to touch commands on start up. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: per the results of the investigation, the carefusion failure analysis (fa) lab received the device and did not duplicate the complaint. Carefusion has evaluated the suspect component installed it in a known good vela ventilator a touch screen calibration was performed and passed several times. Environmental/ temperature testing was performed, followed by repeated touchscreen calibrations, no root cause was determined.